Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 515 mg/dl. Customer was admitted into emory hospital around 7:00 am on (B)(6) 2017. Customer advised their healthcare provider changed out their infusion set three times and the final infusion set worked. Customer experienced diabetic ketoacidosis and was placed on insulin drip while at the hospital. Customer was unable to be reached to properly troubleshoot the insulin pump and their high blood glucose levels. The insulin pump will not be returned for analysis. Infusion set. Unomedical infusion set.